Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient started performing pd therapy before the air conditioner in the room was properly shut down. The patient was not hospitalized for the event. One day after the event onset, the patient began treatment with (ip) intraperitoneal injection of reflin (one gram, once a day), ip injection of tobramycin (40 milligram, once a day) and ip injection of heparin 25000 iu (0.5 milliliter, three times a day) for peritonitis. Tobramycin and reflin were to be given for 14 days and the heparin therapy was ongoing. Dianeal and extraneal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event. The day after event onset the patient was retrained on proper aseptic technique and again the following day. No additional information is available.